Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
Problem description 12/20/2018, 06:07:41, ssaysith. Track wise number from cad is: (B)(4). Problem description 12/18/2018, 12:45:11, ssaysith. Npi (B)(6). Anthony lizardo had a msiii infusion pump. It would not retain memory. I recommended anthony to replace the internal battery. Anthony will replace internal (memory back-up) battery and perform full calibration on the pump.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.the database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). Npi sn (B)(4). (B)(6) had a msiii infusion pump. It would not retain memory. I recommended (B)(6) to replace the internal battery. (B)(6) will replace internal (memory back-up) battery and perform full calibration on the pump.